Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01877. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat a hematoma using ruby coils. It was noted that the patient had very tortuous anatomy. During the procedure, the physician was unable to advance a ruby coil into the hub of a non-penumbra microcatheter and therefore, the ruby coil was removed. The physician attempted to advance the ruby coil on the back table, but was still unsuccessfully. The physician therefore removed the microcatheter and inserted a new non-penumbra microcatheter and attempted to advance the same ruby coil, however the ruby coil was only able to partially advance into the microcatheter before the physician felt resistance; subsequently, the pusher wire became bent. The ruby coil was therefore retracted to be removed, and the physician flushed the microcatheter. However the physician found that the ruby coil had unintentionally detached within the microcatheter, and was flushed into the target vessel; therefore, the ruby coil was left in place. The physician then was unable to advance a second ruby coil through the microcatheter, and therefore removed the ruby coil. The procedure ended at this point because the existing packing density was sufficient. There was no report of an adverse effect to the patient.